Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (40.0mg/ml at 18.244mg/day), clonidine (450.3mcg/ml at 205.38mcg/day), and bupivacaine (30.0mg/ml at 13.683mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had been to the alarm point before and the alarm had gone off in 2012 or 2013. He actually went a day over (about 20 hours). There was very low amount of medication left in the pump. This happened back when he had a lot of trouble because they were trying to cut his medication due to billing issues. The patient mentioned he missed a scheduled refill. He had flex dose that was never changed. The patient had his pump replaced (B)(6) 2012. No reason was given. The patient's pump was set to alarm on (B)(6) 2018 and he wanted to find a new healthcare provider (hcp) to refill his pump. There were no further complications reported at this time. Additional information was received from an hcp. It was reported that the patient missed an appointment on (B)(6) 2018. The patient was seen in the office on (B)(6) 2018. The patient still had 2.2cc per telemetry; 4cc was drawn out. The hcp reported that there was no issue with the pump explanted on (B)(6) 2012. There were no further complications reported at this time. Additional information was received from the hcp. The hcp reported no potentially aberrant drug-related behavior. The patient was also taking oral clonazepam, cyclobenzaprine, diazepam, doxepin, flexeril, mobic, topiramate, zoloft, and using 1% clotrimazole. The patient had past medical history of depression, diabetes, and herniated disk and past medical history of back, bone graft, pump implant, and vasectomy. The patient denied drug, alcohol, or tobacco use. It was reported that the patient experienced no symptoms related to "had a lot of trouble" in 2012 or 2013. On (B)(6) 2018, the patient complained of back, bilateral leg and foot pain. He was in for a pump refill. He was not tolerating the decrease in his medication well. The patient reported the pain was constant, its character was stabbing, sharp, and penetrating pain. The worst that it had been in the last week was 8/10, the least that it had been was 6/10, and the average pain level had been 7/10. The pain level at the time of the refill was 8/10. The pain was made better with rest and medication, and the pain was made worse with overdoing. The pain restricted the patient from walking, housework, and performing a variety of tasks. At refill, the quality of life scale, according to the american chronic pain association, was a 3 (get dressed in the morning, minimal activities at home, contact with friends via phone/email). Sleep was impaired. Percentage the patient's pain was relieved was 85%, compared with the average pain before he was treated with his current pain relievers. He was not experiencing any side effects from the pain relievers. Usual functioning (physical, family relationships, social, sleep patterns) during the past month was better compared with usual functioning before being treated with current pain relievers. The patient had night sweats, blood in urine, and insomnia. The patient had high blood pressure. The pump was refilled. Another decrease was done. They took away the basal rate to just simple continuous and made a 10% decrease in the rate. The new daily dose was 16.442mg/day of hydromorphone, 185.10mcg/day of clonidine, and 12.332mg/day of bupivicaine. There were no further complications reported at this time.